Event description:
It was reported that during an acl reconstruction, the surgeon made it half way through the tunnel when the shaft of the flip cutter broke in several pieces. He removed what was visible. He continued drilling the tunnel with a new flip cutter. An x-ray was performed which had shown there was only a small sliver of metal in the bone. The surgeon was not concerned and did not want to attempt to remove the fragment to cause further damage to the bone. Case was completed with another cutter the patient is doing fine to date

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk manager will not release device.